Manufacturer narrative:
Model number/catalog number 72404155 serial number null batch/lot number 1000344368 model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in (B)(6) 2020. Patient went to the emergency room (ER) on (B)(6) and was diagnosed with infection at cylinder site a day after. A removal surgery was performed a few days after the ER visit. There were no performance issues associated to the explanted device. The patient fully recovered following the procedure.